Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) it was reported that the patient's system was removed due to infection. No further patient complications were reported/ anticipated as a result of this event